Event description:
Patient was a female with planned return to or for repair of hiatal hernia and suspected lap band leak. Upon examination of the lap-band tubing from the lap band leading to the implanted port was disconnected. Surgeon decided to replace the lap band instead of reconnecting the old lap band which was originally placed several years ago.what was the original intended procedure?hernia repair and lap band examination.